Manufacturer narrative:
Insulin pump received with blank display due to moisture damage on electronics and motor assembly noted. Unable to confirm motor error alarm and unable to perform any tests due to blank display.

Event description:
The customer reported via phone call that the insulin pump was exposed with moisture. The customer¿s blood glucose level was unknown. The customer was advised to discontinued the insulin pump and revert to backup plan. The device will be returned for analysis.